Event description:
The customer reported that the ventilator went vent inop while in use. Customer reported there was no patient harm, and the ventilator alarmed appropriately. Resporinics service technician verified the reported complaint and replaced the power supply. Extended self testing (est) and performance verification testing was performed and all tests passed per operating specifications.